Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient treated for pain with an implantable neurostimulator system experienced a return of pain and lack of satisfactory pain relief despite multiple reprogramming sessions with different waveforms and programs. Multiple reprogramming sessions were conducted to assess device function and pain relief effectiveness. After confirming the lack of efficacy, a recommendation was made to schedule explant of the implantable neurostimulator system. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.